Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The customer received pump reset information from technical support and successfully reset the pump without further recurrence of the malfunction code. The customer was advised to call back if the malfunction code recurred, which they acknowledged and understood.